Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support when the pump had abnormal purge issues. The purge was trending abnormally. No leaks were observed and the purge cassette was not replaced. No further information was provided. The patient survived the event.

Manufacturer narrative:
D.9 updated as the pump and purge cassette were returned for investigation. The investigation for the high purge pressure has been completed. The product was returned and evaluated. Biomaterial was found around the base of the impeller. The pump was ran in the lab on p-9 for 10 minutes. The purge pressure was above 1000 mmhg after de-airing and connecting the yellow luers but before turning on the pump. Once the pump was turned on, the purge pressure decreased to values in spec. Log review showed on the fourth day of support, there was a sudden increase in purge pressure from 400 - 800 mmhg in 15 minutes with a motor current spike shortly after the beginning of the rise. The purge pressure gradually decreased over the next 3 hours. There was a purge bag change during this gradual decrease. The root cause of the high purge pressure was most likely biomaterial.